Event description:
It was reported that the pulse generator could not be interrogated. A message indicated that the device ID was incorrect and the hardware elective replacement indicator (eri) byte could not be obtained. Measured data from (B) (6) 2009 was 2.65 v, 9 ua and 8.7 ohms with an estimated remaining longevity of 1-1.25 years. Due to telemetry corruption and nearing eri, the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.